Manufacturer narrative:
Additional information: h6(patient code 4)- 4581 b3- publication date used for event date. D6- best estimated implant date based on publication details. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema, elevated iop and edema are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: 40352

Event description:
The following was reported through a review of the article titled, ¿fellow-eye comparison between phaco-tanito microhook trabeculotomy and phaco-istent inject w.¿ reportedly, following cataract plus trabecular microbypass stent system procedures in a total of thirty-nine (39) eyes, two (2) eyes presented with postoperative layered hyphema, and two (2) eyes presented with postoperative intraocular pressure (iop) spikes. Additionally, "fibrin" was detected by optical coherence tomography (oct) in the anterior chamber (ac) of one (1) eye, and one (1) eye presented with cystoid macular edema (cme). Any omitted information was not available through follow-up at the time of report.